Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that following implant of this annuloplasty ring, after extubation, right-sided hemiparesis was noted. Computed tomography (CT) showed a subacute partial middle cerebral artery infarction. No intervention was prescribed. No other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that approximately twelve days post-implant, the patient presented with respiratory failure and was hemodynamically unstable. Medication was administered and the patient was intubated. Sixteen days post-implant, a tracheotomy and bronchoscopy was performed. Thirty five days post-implant, the patient presented with ventricular tachycardia and atrial fibrillation (afib). Medication was administered and the condition resolved. Thirty nine days post-implant, the patient presented with congestive heart failure (chf) with circulatory instability and a worsening of general health; medication was administered. The patient subsequently expired two months and one week post-implant. The primary cause of death was provided as post-stroke health status, circulatory instability, and a worsening of general health. There was a possible relationship between the death and the implant procedure, however it was reported that the valve did not malfunction, and there was no allegation that the valve caused or contribute to the death. No autopsy was performed. (B)(4).